Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Maquet cardiopulmonary (B)(4) requested the product for investigation in the laboratory. The product was returned but was not investigated in the complaints lab because the device may contain biological residue of who risk group 3 and 4 considered to be infectious such as (B)(6). Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. To perform a DHR review is not possible at this time as no serial number is available. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Reference exemption # e2018002.

Event description:
According to the customer: after initiating support on 2/19 at 0122 hours they noticed a slow leak on 2/20 at 1125. The unit was changed out without incident. Total change put time was 1 min 26 seconds. Total amount of blood leaked was 7 cc. The leak occurred at blood inlet connector. No harm to the patient was reported. Internal reference: (B)(4).